Manufacturer narrative:
The insulin pump was received with blank display anomaly due to moisture damage in electronics assembly. The pump was received with moisture damage on motor. Unable to perform displacement, rewind, seating and basic occlusion due to blank display. The pump was received with missing retainer, missing reservoir tube o-ring, cracked keypad overlay at select button, scratched case and peeling keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the keyboard came off. The customer's blood glucose level was unknown at the time of the incident. The product was returned for analysis.